Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states "postoperative bone fracture and pain." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04059 / 04060).

Event description:
It was reported that the patient underwent left hip revision three years post-implantation due to pain. The head, taper, shell, and liner were removed and replaced.